Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose level was approximately 130 mg/dl. Occlusions were resolved by changing the cartridge and infusion set.